Event description:
A coronary stent was successfully deployed at the calcified target lesion site in the pt's left anterior descending artery. A second coronary stent which was unsheathed, was advanced to the calcified target lesion site. The physician was unable to fully deploy the stent. Four balloon catheters were introduced in attempt to fully expand the stent. The physician indicated that the stent had been damaged by contact with the calcified lesion. The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.